Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Device has had no previous repairs. The device was in good condition with display cover broken and bubbled downstream occlusion (dso) seal. Performed test cassette detection and checked the upstream occlusion (uso) and downstream occlusion (dso) sensors. The customer's reported issue is confirmed. The pump's dso sensor was tested and was found to be not working. Replaced the dso sensor and the dso seal.

Event description:
It was reported that there was ¿cassette sensor defect¿. There was no patient involvement.